Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unknown dates, the patient was hospitalized for ¿about nine days¿ for the peritonitis; then discharged and re-hospitalized for ¿about three days¿ for the same peritonitis event. On an unreported date, the patient began treatment for the peritonitis with unknown intravenous antibiotics (doses, frequencies not reported). On unknown dates, the patient was retrained in aseptic technique and the patient¿s pd catheter was removed. At the time of this report, the patient was on temporary hemodialysis and was recovering from the peritonitis event. No additional information is available.